Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was missing its scale print. The following information was provided by the initial reporter: "consumer also reported scale print missing."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 31-may-2022. H6: investigation summary: customer returned a total of 4 syringes. One syringe was labeled as lacking proper graduation markings and was inspected visually. The graduation markings on the side of the syringe were unclear, especially for the 5, 10, 15, etc. Graduation markings as well as some towards the middle of the syringe barrel. A review of the device history record was completed for batch# 1088044. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of scale markings missing on one sample. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was missing its scale print. The following information was provided by the initial reporter: "consumer also reported scale print missing."